Manufacturer narrative:
The device mechanism was received on (B)(4) 2014. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing the device cassette could not be reset and the device mechanism was returned to the service center. This does not indicate a reportable malfunction. However, during verification testing at the service center the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code.